Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound mapping activation potential (cmap) amplitude was noticed while ablating the right superior pulmonary vein (rspv). Despite the decreased cmap amplitude, phrenic nerve capture was confirmed by pacing. The cmap amplitude was unchanged througout the remainder of the procedure. Because of covid restrictions no further updates about this case could be obtained. It cannot be determined from the information provided if a reportable serious injury occurred since it was reported that phrenic nerve capture was possible with no additional information received. Since the information received was incomplete and serious phrenic nerve injury cannot be completely excluded, this case is being reported.